Event description:
Treatment of an avm. It was reported the catheter ruptured at approximately 10-15 cm from the distal tip during onyx injection. The injection was immediately stopped and the case was ended. No pt injury reported. Same event as MDR #2029214-2011-00359.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 4.7 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Catheter rupture. (B)(4).